Manufacturer narrative:
This is a final report. The customer's products have been returned and an investigation utilizing the returned meter and retained test strips (lot no: 4500165325) have determined the complaint is not confirmed. All readings were within range specification and no errors were observed during control solution testing. Additionally, a review of the meter's internal memory failed to locate any readings on january 11, 2016. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2016 he went to visit his wife who was in the hospital. It was further reported that while there he performed a blood glucose test using his adc blood glucose meter at 6:00 pm and received a reading of "almost 400 mg/dl". Customer re-tested and again received a reading of "almost 400 mg/dl" so he self-administered an unspecified amount of novolog insulin. Approximately 15-20 minutes later he became "hypoglycemic" (no symptoms were reported) so he self-presented to the emergency room, where an unspecified reading was obtained and he was given some juice to drink to raise his blood sugar. Customer's blood sugar was rechecked and a reading of 148 mg/dl was received. No additional treatment was provided and he was released from the hospital. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer 65887 were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.